Event description:
Customer called in regard to calibration errors. Customer stated she had high blood glucose levels and it is due to the infusion set not delivering insulin. Customer stated his blood glucose was 479 mg/dl last night. Customer stated he had gone higher and tried to calibrate. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.